Event description:
The field service representative reported to olympus that the customer¿s ma j-2113 on the oer-elite was falling apart. There was no procedural impact or patient harm associated with the event.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. Since the manufacturing date of the device is unknown, the device history record was unable to be reviewed, however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the device investigation, the cause of the reported ¿lock lever of the cleaning tube connector came off¿ issue was confirmed. The root cause of the damaged lock levers could not be determined, however, this issue was found to likely be the result of an external load applied to the cleaning tube, making it impossible to connect. An external load on the irrigation tube may be caused by the user applying force in the wrong direction. The event can be prevented by following the instructions for use which state: ¿abnormalities can be detected by conducting the following inspections: 9 preparation and inspection 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken¿. Olympus will continue to monitor field performance for this device.